Event description:
It was reported that a spectrum pump alarmed system error 107 (pic cam error). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 107 alarm was reproduced. A review of the event history log revealed multiple 'system error 107' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be severed motor mount screws. The motor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.